Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the proximal left internal carotid artery during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the procedure. Three days after the index procedure, the patient had a neurological event and was admitted to the hospital. A MRI revealed an area of acute ischemia/infarct with no evidence of significant mass effect or hemorrhage.

Manufacturer narrative:
The patient was asymptomatic for the study index procedure. The target lesion for the procedure was the proximal left internal carotid artery (lica). The lesion was reported to be; a 95% stenosis, 30 mm length, 6.0 mm reference diameter, moderately calcified, moderately tortuous, and ulcerated. A 5 mm angioguard embolic protection device was used for the procedure. The lesion was pre-dilated. A precise 9 x 40 stent was deployed at the target lesion. The residual stenosis was 0%. The angioguard device was removed and no debris was noted. The product is not available for evaluation and testing. It was reported by the (B)(4) that the patient experienced a neurological event three days post precise left internal carotid artery stenting. The patient was noted to have confusion and was forgetful. The principle diagnosis was ischemic cerebral vascular accident. At based line the (B)(6) male had a history of hyperlipidemia, history of smoking (>5 packs of cigarettes), hypertension (systolic >140, or diastolic >90, or requiring medication), arthritis, throat cancer (s/p radiation and chemotherapy). The target lesion was a 95% stenosis of the proximal left internal carotid artery. The patient was asymptomatic with nih and rankin stroke scale of 0. The reference vessel diameter was 6 with a lesion length of 30mm. The lesion characteristic was indicated as ulcerated with moderate calcification and moderate tortuosity. After deployment of an angioguard embolic protection device and pre-dilation without documented resistance a 9x40 precise stent was successfully implanted at the target site without technical difficulties or associated adverse event. The angioguard was both deployed and retrieved without technical difficulty or associated adverse event with no debris in the basket. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the procedure. Antiplatelet therapy included clopidogrel and aspirin. Nih and rankin score were documented as 0. At three day follow-up the nih and rankin score were documented as 2. A MRI revealed an area of acute ischemia/infarct involving the left side with no evidence of significant mass effect or hemorrhage. Carotid doppler ultrasound demonstrated no hemodynamically significant stenosis of the left common or internal carotid arteries. The stent remains implanted and therefore is not available for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The patient's high-risk criteria include post radiation treatment, history of smoking, hyperlipidemia and hypertension. Stroke is a well-known potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient medical history, lesion characteristics and procedural factors. With review of the available information, there is not enough information to draw a clinical conclusion between the device and the event and there is no indication that it is related to the device design, manufacturing process, or performance issue. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.